Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the contrast would not make it up to the cup of the delivery system, and resistance was encountered as well as fluid coming out the back end of the delivery system. The delivery system was removed from the body twice to flush out any debris. The leadless ipg was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that there was a mechanical problem with the flush tube of the delivery system. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the inner shaft of the delivery system. The analyst noted that the flush tube is disconnected from the tether lock housing hose barb inside of the handle from over pressure of flushing. The outer shaft was kinked at 4.5 cm and 6.5 cm from the distal end of the delivery system. The inner shaft is kinked at 2.5 cm from the distal end of the recapture cone. If information is provided in the future, a supplemental report will be issued.